Manufacturer narrative:
The qc had been within the established range, and the customer thinks it had been a very slow leak. Service visited the site on (B)(4) 2011. The field service engineer (fse) found that the bubble generator and the a/b valve assembly were leaking. The fse replaced the bubble generator and the a/b valve assembly. The fse verified the repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer observed liquid under reagent probes. No operator exposure was noted. The customer was not sure if patient results were affected.